Event description:
Procedure type: bowel resection. According to the reporter: while using the instrument, the green indicator was not visualized therefore the surgeon did not fire the instrument. The surgeon completed the surgery by doing a colostomy as a result. The patient is in well condition with no tissue damage, and no bleeding.